Event description:
A malfunction alarm was reported, identified by malfunction code malf 0, with a fault ID available. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer successfully followed, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again, which the customer acknowledged and understood.